Manufacturer narrative:
(B)(4). Date sent: 5/4/2023 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished device lot/batch number, x95x2x, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that at the moment of the stapling, the system does not worked. The jaws did not open. The device got a shock risk of stomach tearing and atypical gastrostomy line if the device no longer arm extension of the intervention time + anesthesia change of the device, the procedure was completed with no issues. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6). D4: batch # 753a57 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. The analysis found that one long60a device was returned articulated to the left side, with the anvil in the closed position and closure trigger in the opened position and no reload present. After further analysis, the ring closure of the articulation mechanism and joint cover were noted to be damaged as would not hold the articulation setting and would not allow the device to be opened. In addition, the knife was noted to be bent from the articulation area damaged. No functional test could be performed due to the condition of the device. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation ring closure and damaging the knife. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 753a57, and no non-conformances were identified.